Event description:
The patient reported cellulitis in the lower leg, was admitted to the hospital, and was given IV antibiotics. The device was explanted on (B)(6) 2023 and the patient plans to be re-implanted in a few months.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was selected. Potential causes of infection are patient non-compliance (touching or picking the wound), implanting a non-sterile device, not irrigating the site with antibiotic solution before closure, not using antibiotics pre-operatively, not prepping the skin with antiseptic solution, using inappropriate tools and patient contraindicating conditions. The clinician confirmed the patient itched and scratched the implant area which caused the cellulitis. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the cellulitis is due to patient non-compliance as they itched and scratched the implant area (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.